Event description:
It was reported that bd nexiva diffusics w/maxzero 22g x 1.00 in leaked at luer connection it was reported by customer that the diffusics 22g was leaking around the maxzero connector when flushing the line. Verbatim: reported by CT staff that the diffusics 22g was leaking around the maxzero connector when flushing the line. No lot number was saved at that time. Staff went to stick another patient and I was there during the placement. The IV was flushed and leaking was noted at the luer of the maxzero connector when flushed. We confirmed that the connector was properly secured around the hub of the diffusics extension set. Rn troubleshooted using their current ICU medical connector and no leaking was noted around the line. After accessing a few of the connectors inside the same lot number diffusics, it was noted that some of them had connectors that were causing leaking. Unfortunately, the connectors and ivs were thrown away on accident, so no product will be sent in at this time.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection of the samples. Analysis of the video showed that a leak could be observed on the thread between the luer and the maxzero valve. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.